Event description:
Boston scientific crm received information that this this device exhibited increased rv pacing impedances, increased rv thresholds, oversensing and pacing inhibition resulting in syncope.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The defibrillation, pacing, and sensing functions of the device were verified to be functioning normally. Pin gage testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals, but could not be confirmed as the cause of the clinical observations. A review of a stored device egm revealed that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the sealplug, coupled with air escaping the sealplug. Although all seal plugs were found to be intact (free of physical damage), blood and body fluid infiltration was observed in the rv port. Further inspection of each seal plug found that the pre-slit center depression of the rv seal plug appeared to be slightly open.

Manufacturer narrative:
A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.